Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the drain bag was leaking during a cataract surgery. The doctor decided to continue with the same cassette and completed the surgery with no patient harm. At the end of the surgery the doctor indicated that the vacuum was not as good as on previous surgeries. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The sample was then functionally tested and met specifications, no vacuum issues were found. The root cause for the vacuum issues is not known; the sample functioned per specifications. An internal investigation has been opened to address issues of this nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. (B)(4).